Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -14.0 diopter, in the patient's eye. The lens will be explanted for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted. See MFR. Report # 2023826-2016-00774 for the other eye.

Manufacturer narrative:
(B)(4). Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).